Event description:
On (B)(6) 2006, the dialyzer (aps-15sa) was used for hemodialysis. After treatment start, blood pressure decreased (systolic blood pressure: 200 = 61 mmhg). Additionally vomiting was occurred. After these adverse events (aes) by physiological saline 350 ml, oxygen 5 l, solu-cortef (hydrocortisone sodium succinate) and inovan (dopamine hydrochloride) were administered. Then, blood pressure and other adverse events recovered.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in us. The used device could not be analyzed because, it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot# 065k5m. As a result, no abnormality was found in records. Ten thousand two hundred and twenty four units of this lot# 065k5m were distributed to the medical facilities and no similar event using this lot# 065k5m was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.